Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00432 & 00438).

Event description:
It was reported patient underwent an ankle syndesmosis procedure on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to a fractured suture. During the procedure, the suture anchor pulled out. A ziptight was utilized to complete the procedure.